Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 92 mg/dl and sensor reading was 44 mg/dl. Troubleshooting was performed and customer was advised to remove and replace the sensor. Customer agreed to return the sensor for further analysis.